Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller about the need to reset the pump. Attempts were made to follow up with the caller, but there was no response.